Event description:
It was reported that a user experienced signal loss between a Dexcom G7 continuous glucose monitor (CGM) sensor and the iLet, leading to loss of glucose readings on the pump; agent-led troubleshooting included toggle settings, re-entering the pairing code, and a pump restart, after which readings resumed, and blood glucose was not affected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a transient communication interruption between the CGM and the iLet that resolved through standard troubleshooting, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication interruption resolved through standard troubleshooting.

Manufacturer narrative:
Initial.